Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 29 mg/dl at the time of the incident. The customer was in the 90 mg/dl range at the time of hospitalization, and 223 mg/dl at the time of the call. The customer was using auto mode before the incident. The customer was given something in a tube to treat. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and it was found that the customer was putting in extra carbs while in auto mode. The customer was also having change sensor alarms. The insulin pump will not be returned for analysis.